Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose (bg) levels reached 661 mg/dl while wearing the pod for longer than 48 hours. The patient reported the pod started leaking from the abdomen infusion site and the patient began experiencing symptoms including being swollen, hard labored breathing, breathing slower than normal, and their breasts were burning, the patient's bg levels were reported to be going up and down to as low as 40 mg/dl. While at the hospital, the patient was admitted to the intensive care unit (ICU) with constant monitoring. The patient was also diagnosed with hypertension, hyperlipidemia, and hyperkalemia. The patient was treated with an insulin drip, magnesium, a clear liquid diet, morphine, and ampicillin. The patient was released on (B)(6) 2025.